Event description:
It was reported that during the beginning of the surgical procedure the permanent cautery hook instrument was smoking inside the patient. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.